Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2024 it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-6480 dw arthroscopy pumps had surging issues. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with an ar-6410 lot number: 73988853, and an ar-6430 lot number: 73002759 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump was run for 68 minutes with no issues. During functional testing, the rinse and lavage buttons were pressed to test the outflow of the returned device, and no issues were noted with the rinse and outflow. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. No problem found.

Event description:
Additional information provided by sales representative via phone 11/06/2024: per rep, when the doctor would press the rinse function, the ar-6480 dw arthroscopy pumps would not clear the joint. This was discovered during unspecified procedures with no case effect and no patient harm. The cases were completed using the complaint device.